Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has helium leak. There was no patient harm.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has helium leak. There was no injuries.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated unit. Arrived on site, logs reviewed, "gas loss in iab circuit" logged at the time of reported issue. All manifolds test complete to confirm no issues related to device. Calibrations, functional testing, and safety testing all passed per factory specifications. Device returned to customer.